Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed there was no deficiency in the pump's delivery of insulin. Investigation showed the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was tested and passed all delivery accuracy testing specifications.

Event description:
The reporter reported that on an unspecified date at 5:45 am, the patient obtained the blood glucose reading of 2.7 mmol/l and experienced the symptoms of sweating, shaking and weakness, and he fell down and hurt his leg. The patient administered self-treatment by consuming corn syrup. At 8:00 am, the patient's blood glucose level was 8.0 mmol/l. The patient also reported that on a different day, he obtained the elevated blood glucose reading of 21.4 mmol/l. The patient claimed that his physician requested the pump be replaced. Troubleshooting revealed there were no bubbles or leaks seen in the tubing or cartridge, the pump's date/time were correct, all programmed settings were correct, and the basal/bolus total units delivered correctly matched those doses programmed into the pump. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the hcp requested the pump be replaced after the patient experienced symptoms suggesting severe hypoglycemia, this complaint is being reported.